Manufacturer narrative:
The device was received for evaluation. During evaluation, when the device was powered 'on' and alarmed system error 345. Review of the event history log shows multiple occurrences of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the downstream thermistor sensor is failing. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.